Event description:
It was reported that during lead repositioning, the helix was found to be extended. The helix mechanism was not tested before lead placement. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) analysis inconclusive due to mechanical stress/incomplete lead, visual inspection: it was noted that the helix lobe for distorted/bent.